Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective on the small battery drive device. It was further determined that the device was not functioning. It was further determined that the device failed pretest for check the attachment coupling, check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and ecu (electric control unit) function, check compatibility between colibri /small battery drive and colibri ii/ small battery drive ii, check the function with electric pen drive -console, check power with test bench; (tick motor type)re 25 = min. 50 to 80 w or re 28 = min. 40 to 65 w. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.